Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was explanted. The patient was reported to not have experienced any further complications and was said to be doing well. Original lot numbers were mentioned to be unknown. No more information available at the moment. Should additional information become available, it will be provided.